Manufacturer narrative:
Batch review performed on 27 october 2023: lot 132224: (B)(4) items manufactured and released on 06-aug-2013. Expiration date: 2018-jun-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision performed 10 years after the primary tha surgery, due to aseptic loosening of the stem. In the radiographic image provided, signs of stress shielding and radiolucent lines in gruen zones 1 and 2 are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Analysis performed by r&d manager: looking at the images attached to the complaint it is visible both the explanted stem connected with ceramic femoral head. Their surfaces are covered with patient blood. It seems that no ha residuals are present on the stem body. No particularity are visible from the images. It is not possible to determine the root cause of reported stem loosening.

Event description:
About 8 years and 10 months after the primary surgery, a revision was performed due to aseptic loosening of the stem. Surgery completed successfully.